Event description:
It was reported that the pacemaker system was removed on (B)(6) 2025, due to infection. The patient had had a history of recurring infections with the system, beginning in (B)(6) 2024. The patient was initially treated with debridement and re-implantation. The second infection occurred in (B)(6) 2025 and again, debridement and re-implantation were performed. The third infection then occurred in (B)(6) 2025. Due to the recurrent infections and positive blood culture results, it was decided to explant the entire system and implant a new system on the contralateral side. The pacemaker is expected to be returned.